Event description:
Distributor reported an incident of high intracular pressure post-op in a pt who underwent cataract surgery in which the device was used in addition to several other devices. At one week follow-up. Pt's intraocular pressure returned to normal. A review of the device records indicates nothing unusual in the mfg. Sterilization, or inspection of the reorted lot. 1 person affeted.